Event description:
The micro drill long angled attachment was sent for eval due to overheating during a procedure, which was completed with a readily available spare device without delay, and no adverse consequences were reported.